Event description:
Related manufacturer report number: 2017865-2022-22435. It was reported the right atrial (ra) lead was previously repositioned due to dislodgement. At follow-up, the right ventricular (rv) lead was observed to be oversensing the atrial signals. X-ray imaging was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the rv lead and ra lead due to a lead slack issue and dislodgement. The patient was in stable condition.